Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. A kink was observed in the sheath assembly at 4.2cm from femoral marker to the distal end. The catheter was received with the clear imaging window detached from the blue sheath tubing at lap joint assembly. Water was leaking from the blue sheath tubing at the detached lap joint section during the flushing process. No image appeared in the system due to electrical open at proximal. Imaging core windup in the telescope assembly. The imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that a missing image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the unknown target lesion, however, image did not appear. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed that the catheter was received with a detached clear imaging window from the blue sheath tubing at lapjoint assembly.